Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital due to worsening shortness of breath and chest pain. An echo was performed and the patient was noted to have an effusion. Fluid was drained from the pericardial space. A drain was left in place for additional fluid removal. The device was interrogated and all numbers were within normal limits. There is no plan for lead revision at this time. Patient is recovering and is being monitored.